Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to test for max fill reached alarm due to prime/fill anomaly. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. Customer stated that the device was not exposed to high magnetic field. Customer did not report an e70 alarm. Th customer performed displacement test and it did not passed. The customer stated that it keep saying max fill reached. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.